Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported the patient presented for implanted procedure. During surgery, the atrial leadless pacemaker (lp) exhibited high capture thresholds and was implanted. After surgery, the atrial lp was observed to have micro-dislodged. A pericardial effusion with tamponade occurred. Pericardiocentesis and thoracotomy was performed. The lp remained implanted. There were no further patient consequences.